Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the blood tubing set leaked IV fluids at the engagement of the tubing set and the spike. The customer spiked two different IV fluid bags in order to confirm it was the tubing set that leaked.